Manufacturer narrative:
The device is available for evaluation and testing; however, it has not been received as of to date. Any additional information will be submitted within 30 days upon receipt. This device cannot be legally distributed in the united states. However, it is similar to the cypher sirolimus-eluting coronary stents marketed in the us.

Event description:
During coronary stent, the balloon ruptured, the target lesion was aha7. The vessel was a de novo, moderately calcified and moderately tortuous. There was 90% stenosis. Pre-dilatation was conducted twice with two balloons (ryujin: 1.25/10mm and lacross: 2.0/10mm). Then, the cypher 2.75x18mm stent was delivered to the lesion deployment. However, while the balloon was being inflated at 6 atmospheres, the physician found blood back-flow. Consequently, the delivery catheter was withdrawn and postdilatation with a powered lacross 2.75x8mm balloon was completed without incident.